Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the aspiration pressure of the pump max decreased; therefore, it was disconnected. The procedure was completed using manual aspiration with a syringe. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: blood was observed on the pump housing and on the vacuum inlet. A pipe cleaner was inserted into the vacuum inlet, and blood was observed within the tubing. Conclusions: evaluation of the returned pump max revealed that blood was aspirated into the device. If the aspiration tubing was connected directly to the vacuum inlet instead of a canister, blood may be aspirated into the pump max. If blood is aspirated into the pump max, the device may not function properly. Penumbra pumps are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.